Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
Related manufacturer reference number: 1627487-2021-18782. It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg and extensions were explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for no stimulation was confirmed. Two extensions were returned, they were designated extension a and extension b. Extension b was incomplete with only the header end returned (56.0cm was returned). The extension was returned cut as a result of the explant procedure. Microscopic inspection of the extension revealed all wires were detached from the header electrodes. The broken wires are consistent with an overstress condition the extension was subjected to while in vivo.